Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced discomfort, a thumping/ shocking sensation and nerve stimulation from pacing. An x-ray showed that the right ventricular (rv) lead had slightly perforated, and the rv lead exhibited oversensing, no bipolar or unipolar capture and undefined impedance qualified as high. The physician attempted to revise the lead in several locations but opted to explant and replace the lead. No further patient complications have been reported as a result of this event.